Event description:
Customer reported that after the mask was inserted, they detected a slow leak. The dr reinflated the mask several times during the procedure. It was reported that there was no pt injury or problem. The user facility returned the lma for eval. See additional info in h10. No further info is expected.